Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/17/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2023 and suture was used. As per the hospital, the suture broke during use on the patient. Fragments were generated, but easily removed without additional intervention. The procedure was successfully completed. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. When did the suture break (in the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify for each of the involved devices. During use on the patient)? : during use on the patient. 2. Please provide the lot number.: tdbbbkw0. 3. Please provide us with shipping status and shipment tracking details: effected code is not available, same is discarded by or team. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. Related events captured via 2210968-2023-07997, 2210968-2023-07998, 2210968-2023-07999 and 2210968-2023-08000.